Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While administering an IV infusion to a patient today, a clicking sound was heard at 9:00 a.m. When connecting the IV tubing to the infusion t-connector. Upon inspection, the connection appeared secure. However, fluid leakage occurred at 3:00 p.m., although no visible cracks were found on the t-connector. Use was immediately discontinued, and the infusion t-connector was replaced with a new one.